Manufacturer narrative:
Approximate age of device - 1 year, 6 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported there were pump stop and low speed alarms while the device was connected to the power module and there was concern for driveline fracture. Log file analysis showed multiple pump stoppages and speed drops as low as 0 rpm. It was later reported the patient was placed on an ungrounded patient cable on battery power and there were no further alarms. On (B)(6) 2018, technical services performed a driveline repair and the external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and the alarms did not return. The patient will continued to be monitored. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump stops and hazard alarms were confirmed through the review of the log file submitted by the account. Based on past experience with the hmii lvas and similar reported events, the hazard alarms and pump stoppages that occurred while the patient was supported by the power module could be indicative of driveline damage. However, no damage was identified through the examination of the distal end of the patient's driveline. Approximately 17" of the distal portion of the patient's driveline (dl) was replaced. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. It was reported that the patient was placed on an ungrounded patient cable before the driveline repair and was using batteries and experienced no further alarms. No further treatment had been provided. The patient was monitored for a short time after the repair was performed. The pump remains in use supporting the patient and no additional complaints have been reported at this time. The hmii lvas instructions for use (IFU) and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. Additionally, the hmii lvas IFU contains detailed information regarding pump speed, power, flow, and pi. This IFU also outlines all system controller alarms (including low speed hazard and pump off alarms), as well as how to respond to such events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.